Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus xenon light source failed to power up during an inspection for use. Multiple power cables and power sources were tested without success. It is suspected that one or more 6a fuses may be defective. There was no patient involvement reported.